Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, h2, h4, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a product analysis cannot be performed as no media and/or product return is available for analysis. The investigation will be based on complaint information. The customer reached out to the technical assistance center (tac), costumer reports it fails to output sdi signal from either port 1 or port 2 to a known reliable monitor using a known reliable sdi cable. The tac explained that the cv-190 should be sent to olympus repair for evaluation. The sdi ports or the board behind them may have failed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor failed to output sdi signal during an unspecified procedure. There were no reports of patient harm.